Event description:
Images were being lost in the pacs system due to database not syncing properly. This has happened on more than one occasion. What siemens has found is the files were corrupt, so that you can't find them. In some cases, or you can find them, but you can't do anything with the images, such as send them to the pacs unit. Siemens did take images from the hard drive and send them to germany for evaluation. They came back with internal sync errors causing the problem. Something was happening to the images during transfer. A software update was installed and is supposed to fix that. To our knowledge there have been no more sync errors since the upgrade was done.